Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function; therefore, this event meets the criteria for reportability per 21 cft part 803. The device met maximum allowable temperature requirements for both metal and plastic surfaces; however, the attachment did get warmer when using a dpa than when using a bur. This attachment is a discontinued item and there is no current functional production test. Root cause: attachment, normal wear.

Event description:
In this event a doctor reported that a straight attachment overheated; no injury resulted and no intervention was required.